Event description:
It was reported that the insulin pump had a short battery life. It was noted that the customer was hospitalized due to high blood glucose readings. Mother declined to provide any further information or confirm if the hospitalization was diabetes related. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.